Event description:
It was reported that the customer experienced a low blood glucose reading of 46 mg/dl. The customer also reported a broken holster, which she was advised would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.